Manufacturer narrative:
Dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition and the additional adverse patient effects referenced are being filed under separate medwatch report numbers.

Event description:
It was reported through a research article that xience alpine and xience xpedition stents could be related to death, myocardial infarction, stent thrombosis, target lesion revascularization and hospitalization. Specific patient information is documented as unknown. Details can be found in the attached article "one-year outcomes of patients undergoing complex percutaneous coronary intervention with three contemporary drug-eluting stents".